Event description:
Resident was being lowered onto bed. He released his hand from the sara electric handle and his finger caught onto a hook, which is attached to the safety belt rope. The belt clip was stuck inside resident hand.